Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen of a sigma spectrum infusion pump went blank and the pump shut off without warning. The event occurred during an isuprel infusion while the registered nurse (rn) was down in CT scan. The rn reported that the pump screen went blank and device shut off without warning. Subsequently, patients¿ heart rate reportedly decreased. The CT staff replaced the IV pump and the scan continued. The patient required close monitoring but did not deteriorate and did not require more serious interventions. No additional information is available.